Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Company representative reported a left hip revision surgery. Update on (B)(6) 2017: company representative reported that the hip was revised due to infection. The surgeon took all of the devices out and put in a cement antibiotic spacer. A revision surgery is expected to take place in 6-8 weeks of this procedure.